Event description:
Five healthcare workers complained of eye irritation, sore throat, and headache while working in a room where disopa was used. It is unk if the workers rec'd any medical attention. The customer reported that there was no ventilation hood in the room, but the door was open. The customer believes the event was due to a heater that was used in the room. Add'l info was requested and no further info is available.